Event description:
In 2009, the lay patient contacted lifescan alleging that her one touch ultra meter reverted to the set up mode after the battery was changed. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist (mss) was unable to contact the patient by phone. The patient said she experienced emptiness, shaking, and rapid heart rate almost instantly at or after the alleged product issue at midnight the day prior. As the result of the product issue, the patient said she took more food and/or drink. She said she went to the ER; however, the date and time the patient went to the ER was not provided. Information was not provided regarding blood glucose readings or treatment received in the ER. The cca noted that the patient was walked through resolving the alleged set up mode issue. The patient's products were replaced. The complaint is reported because the patient alleges the lfs meter reverted to the set up mode and afterward she experienced symptoms that can be associated with hypoglycemia. The patient claims she treated herself with food and/or drink

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.